Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 509 mg/dl. The customer reported trying to upload the data to be sent to the physician. The blood glucose levels have been high since the settings were last changed. The customer¿s current blood glucose level was 279 mg/dl. The customer did not complete troubleshooting. The insulin pump will not be returned for analysis.